Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An onyx frontier coronary drug eluting stent was implanted to treat a non-tortuous lesion in the proximal saphenous vein graft (svg). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that four months post implantation the stent had restenosis. The patient returned with chest pain. After angio it was reported that the previously implanted onyx frontier stent had fractured and caused restenosis which was almost blocked off. A new stent was implanted, and the patient is fine. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the lesion being treated was also non calcified and located in the proximal saphenous vein graft (svg) to right coronary artery. The lesion was pre-dilated with a non-medtronic 2.50 x 20mm semi compliant balloon. The stent was inflated at 14 atm for 14 seconds and 20 atm for 10 seconds to 3.4mm. There was no issue noted during the deployment of the onyx frontier stent. The stent was fully expanded. A new non-medtronic 3.5 x 18mm stent was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: two sets of images were provided from the account. The first from the index procedure where the lesion was pre-dilated and stented with post-dilation being completed. There was no evidence of stent deformation or stent fracture with the contrast injection into he vessel confirming a good result. The second set of 3 images were from the follow up procedure in (B)(6) 2024. Two images were of contrast injection into the iliac artery and only one image of the coronary arteries. The rca still appeared patent, but there was an irregular profile in the vessel at the level where the stent had been deployed. It appears that there was in-stent restenosis but the presence of stent deformation and /or fracture cannot be confirmed from the image. The restenosis is confirmed but the root cause cannot be confirmed from the images. Annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.